Manufacturer narrative:
Evaluation summary: the device model and serial number have not yet been identified by baxter. Baxter has performed due diligence by making several attempts to contact the facility regarding the alleged pump and incident but have received no additional information. Should additional information become available and/or should the pump be received for evaluation, a follow up report will be filed.

Event description:
The facility reported to a baxter representative an infusion pump that was overinfusing during patient use. No information was provided on whether or not patient injury or medical intervention had been reported related to the device. No additional information or contact was available.